Manufacturer narrative:
The investigation determined that higher than expected vitros na+ results were obtained from a single patient sample using vitros na+ slide lot 4233-1046-6018 on a vitros 5600 integrated system. The assignable cause of the event is unknown; however, improper pre-analytical sample processing could not be ruled out as a contributing factor. It was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was potentially present in the affected sample, although this could not be confirmed. In addition, vitros na+ within-run precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. Finally, historical vitros na+ quality control results obtained from vitros na+ slide lot 4233-1046-6018 were acceptable, indicating the slide lot was performing as intended prior to the event. Email address for contact office above is (B)(4).

Event description:
The investigation determined that higher than expected vitros na+ results were obtained from a single patient sample using vitros na+ slide lot 4233-1046-6018 on a vitros 5600 integrated system. Na+ results of 152 and 151 mmol/l vs. The expected result of 128 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).